Manufacturer narrative:
Information received from the (B)(6) study indicated that a patient experienced restenosis after having coronary artery stents implanted. The patient's medical history is significant for angina, hyperlipidemia, hypertension, transient ischemic attack, diabetes and smoking. The indication for the procedure was a non-st elevated acute coronary syndrome. The (B)(6) study indicates that the patient was experiencing chest pain approximately a year post index procedure. Angiography showed a restenosis of the stent in the proximal rca. The target lesions were the distal circumflex artery (cfx), the proximal left anterior descending artery (lad) and the distal and proximal right coronary artery (rca). The cfx was described as de novo, 90% stenosed and in the mid portion of the distal cfx. The lesion was direct stented with a 3.0mm x 13mm cypher rx stent at 12 atms. The stent did not require post-dilation and the reported residual rate of stenosis was 0%. The proximal lad was described as de novo and 95% stenosed. The lesion was direct stented with a 3.0mm x 23mm cypher stent at 14 atms. The stent was post-dilated per standard procedure and the reported residual rate of stenosis was 0%. The distal rca was described as de novo and 90% stenosed. The lesion was direct stented with a 2.75mm x13mmcypher stent at 14 atms and was not post-dilated. The reported residual rate of stenosis was 0%. The proximal rca was described as 95% stenosed and de novo. It is unknown if the lesion was pre-dilated prior to the implant of a 3.5mm x 13 stent at 16 atms. The stent was post-dilated per standard procedure and the reported rate of residual stenosis was 0%. Of note the troponins were slightly elevated pre and post-procedure. The patient was discharged the next day with aspirin and clopidogrel prescribed. Approximately thirteen months later chest pain inspired angiography revealed restenosis in the proximal rca stent. The event was treated with the implant of another drug eluting stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. Review of the information provided suggests that the patient's medical history of diabetes, hypertension and smoking may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
During a twelve month follow up visit was diagnosed with cardiac chest. Angiography revealed a restenosis of the proximal rca stent. The restenosis was treated with placement of another des stent. There is no information indicating that the cypher stent that was implanted in the distal rca is within 5mm of the proximal rca stent. Cardiac biomarkers were known to elevated pre and post-procedure. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This supplemental medwatch report is being sent as the correct event is (B)(6) 2010 not (B)(6) 2010 as originally reported.

Manufacturer narrative:
Correction: the 3500a supplemental# 2 was sent with an incorrect event date of (B)(6) 2010 in error. This supplemental# 3 is being sent in order to correct the event date as (B)(6) 2011 since patient was diagnosed with prca instent restenosis on (B)(6) 2011. There have been no other changes to this file.

Event description:
The (B)(4) study indicates that the patient was experiencing chest pain approximately a year post index procedure. Angiography showed a restenosis of the stent in the proximal rca. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the coronary arteries. The main indication for the procedure was non-st segment elevation acute coronary syndrome. The index procedure took place on (B)(6) 2010. Four lesions were treated during the index procedure. The proximal left anterior descending artery, which had a 95% stenosis, was treated with a cypher stent (cat and lot unknown). The distal circumflex which had a 90% stenosis was treated with a cypher (cxs 133350/ lot 15071791) stent. There were two lesions in the right coronary artery (rca) that were treated. The distal rca which was a de novo lesion and had a 90% stenosis was treated with a cypher (cxs13275 / lot unknown) stent. The proximal rca was a de novo lesion with a 95% stenosis and was treated with a cypher (cxs13350 / lot 15071791) stent. The procedure was successful. There was no malfunction with the stents. The patient was discharged the next day with aspirin and clopidogrel prescribed.